Event description:
It was reported that this patient had a power PICC catheter placed from the left brachial vein at neurology department ICU on (B)(6) 2020 in a bid to establish a vascular access for infusion. Since the patient has been in coma, the catheter had been maintained and cared by the department's personnel as per standard procedures. On (B)(6) 2020, exudate was found from the extension tube when infusing medication. An careful observation indicates a rupture at the extension tube.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken powerpicc extension tube was confirmed. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were abundant throughout the sample. The extension tubing and molded joint markings were extensively worn. The molded joint was discolored. Curved shape memory and discoloration were observed throughout both extension tubes. A needleless injection cap was attached to the purple luer adapter. The purple luer exhibited abundant mechanical damage. A complete break was observed in the red-luered lumen near the proximal end. The red luer adapter was not returned. The break in the tubing appeared irregular. Microscopic inspection of the break revealed a granular fracture surface. The break surface exhibited beach marks and radiating tears. Material buckling and discoloration were observed in the vicinity of the break. The break features were consistent with material flexural fatigue. Flexural fatigue occurs due to cyclic kinking/twisting of the extension tube in which placement, usage and mechanical factors may gradually form a crack, which propagates.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz1999 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient had a power PICC catheter placed from the left brachial vein at neurology department ICU on (B)(6) 2020 in a bid to establish a vascular access for infusion. Since the patient has been in coma, the catheter had been maintained and cared by the department's personnel as per standard procedures. On (B)(6) 2020, exudate was found from the extension tube when infusing medication. An careful observation indicates a rupture at the extension tube.